Event description:
The spike port was separated from the spike of the transfer set unexpectedly after filling/draining. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed in the lab. The assignable cause is undetermined.